Manufacturer narrative:
The device remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator presented to the emergency room after receiving multiple shocks. The physician stated he thought the shocks were appropriated. Upon device interrogation a code 1005 was observed. This code is indicative of an open circuit condition was detected during shock delivery. Technical services discussed that the code 1005 also indicates shock impedance measurements of greater than 145 ohms. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator presented to the emergency room after receiving multiple shocks. The physician stated he thought the shocks were appropriated. Upon device interrogation a code 1005 was observed. This code is indicative of an open circuit condition was detected during shock delivery. Technical services discussed that the code 1005 also indicates shock impedance measurements of greater than 145 ohms. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator presented to the emergency room after receiving multiple shocks. The physician stated he thought the shocks were appropriated. Upon device interrogation a code 1005 was observed. This code is indicative of an open circuit condition was detected during shock delivery. Technical services discussed that the code 1005 also indicates shock impedance measurements of greater than 145 ohms. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.